Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The target lesion was located in the saphenous vein graft. The 4.00mm x 20mm promus element plus stent was advanced to the lesion however, the stent came off the balloon in the radial artery. The stent was snared out from the patient's body. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The target lesion was located in the saphenous vein graft. The 4.00mm x 20mm promus element plus stent was advanced to the lesion however, the stent came off the balloon in the radial artery. The stent was snared out from the patient's body. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was not returned for analysis as it was disposed by the facility. An examination of the balloon identified that the balloon was folded and did appear to have been subjected to positive pressure. Stent crimp marks were evident on the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).